Event description:
The physician was performing a stenting procedure to the right common iliac artery. The smart control (c10040ml) was delivered without pre-dilatation and could not cross the target lesion. When the stent delivery system (sds) was removed from the pt, the stent was already exposed approx 0.5 mm from the distal end. Another product was used after pre-dilated the lesion first and the target lesion was treated successfully. The procedure was completed without any pt injury. The lesion accessed site was right brachial artery. The lesion was heavily calcified, moderately tortuous, and 90% stenosed. The product was inspected and prepped according to the instruction for use. There was nothing noted unusual about the stent delivery system (sds) prior to use. The vessel diameter, the size of the sheath introducer, and the size of the guiding catheter are unk. The diameter of the unconstrained stent size 1-2 mm was larger than the vessel diameter. The target lesion vessel length is unk. The sds did not pass through any acute bends. The device was delivered ipsilaterally. It is unk if there was difficulty encountered while advancing/tracking the sds towards the lesion. There was no unusual force used at any time during the procedure. There were no problems encountered crossing the lesion. The lesion was not pre-dilated. There were no problems experienced withdrawing the sds.

Manufacturer narrative:
This product is not available for analysis. Add'l info will be provided within 30 days of receipt.